Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user found a programmer in the clinic that was left on from over the weekend. The user attempted to get the programmer to work but it was frozen. The user unplugged the programmer but it was slow to shut down. The user also took the battery out but the programmer still would not shut down. The user was advised to hold the power button down to turn the programmer off. The programmer shut down successfully. The user was advised to leave the battery out and to turn the programmer back on. The programmer booted up twice then displayed the "find patient" screen. The programmer was successfully restored to service. The programmer remains in use. There was no patient involvement.